Event description:
On (B)(6) 2024, the patient was admitted to our anorectal ward as an outpatient due to mixed haemorrhoids, and was scheduled for a mixed haemorrhoidectomy on 22 march by appointment, and on that day, the operating theatre nurse used a closed anti-stabbing type of intravenous (IV) needle in the pre-operative preparations, and when injecting the patient, found a leakage of fluid from the cannulae, and immediately stopped using them, replaced them with a new pair of IV needles, and re-punctured them to be injected, and they were used normally, without causing any serious harm to the patient , no device combination use, implantation date does not apply.

Manufacturer narrative:
1.DHR/bhr review: (1) the batch number of the complained product is 3136581, is 22g and product code is 383736, produced on 2023/06, with a total of 57000 pieces in this batch; (2) check the process inspection and delivery inspection report. The test results all meet the product standards and there are no abnormalities; (3) check the production records, there were no nonconformance, deviation or rework activities. 2.the customer did not return samples or pictures,the defect status cannot be confirmed. 3.take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary,due to the lack of samples returned by the customer, the specific defect status cannot be confirmed, therefore the root cause of the complaint cannot be confirmed. The factory will continue to monitor the trend of the defect complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus bl 22gax1.00in prn-cap y non-pvc leaked on (B)(6) 2024, the patient was admitted to our anorectal ward as an outpatient due to mixed haemorrhoids, and was scheduled for a mixed haemorrhoidectomy on (B)(6) by appointment, and on that day, the operating theatre nurse used a closed anti-stabbing type of intravenous (IV) needle in the pre-operative preparations, and when injecting the patient, found a leakage of fluid from the cannulae, and immediately stopped using them, replaced them with a new pair of IV needles, and re-punctured them to be injected, and they were used normally, without causing any serious harm to the patient , no device combination use, implantation date does not apply.